Manufacturer narrative:
Date of event is estimated; year is valid.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the last stimulator the patient had malfunctioned in them and they thought it messed up their muscles; they had no control of their bowels. When asked which stimulator it was that malfunctioned, they said the second stimulator. They said it must have occurred around (B)(6) 2020. It was not working at all, and they checked it and had to take it out.